Event description:
As reported by the edwards clinical specialist, during the transcatheter aortic valve replacement (tavr) procedure, upon removal of the introducer sheath, there was a small dissection of the left femoral artery. An up and over catheter was used to ensure safe hemostasis. A fox cross 10 x 40 balloon was used to dilate using 2 atmospheres in the proximal iliac artery, subsequently confirming good hemostasis. The left iliac artery was assessed and found to have diffuse dissection in its mid portion from the origin of hypogastric to the common femoral artery. This was found to be flow limiting and a blood pressure drop was noted; therefore the area was stented using a 12 x 60mm self-expanding stent and then an overlapping 14 x 40mm self-expanding stent. This resulted in excellent hemostasis. Per report, there was significant adiposity overlying both femoral arteries which made this a challenging procedure. Patient left patient cath lab in stable condition. The access vessel diameter was 8.0mm with mild calcification and mild tortuosity.

Manufacturer narrative:
According to the instructions for use (IFU), vascular complications are potential adverse events associated with the transfemoral transcatheter aortic valve replacement (tavr) procedure. The edwards thv patient screening and training manuals instructs the operator on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manuals instruct the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. The manuals also note that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU also contraindicate the use of the device in patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths, such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral and iliac artery internal diameters will enable the clinician to determine if the thv valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. Furthermore, the transfemoral tavr procedure requires the insertion of large bore devices, and there is a risk that placement of the sheath and/or dilators may result in or contribute to vessel damage. However, despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. The device lot number was not available thus the device history record (DHR) review of the effected sheath was not performed. Since there is no allegation of device malfunction, or labeling issues, and the device was not returned for physical evaluation, no further investigational activities will be performed. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device; therefore no further actions are required. The minimum lumen diameter for the rf3 (24fr) sheath is 8mm. In this case, there was a borderline minimum luminal diameter for the vessel (8.0mm), mild calcification, and mild tortuosity. In addition, per report, there was significant adiposity overlying both femoral arteries which made this a challenging procedure. It is likely that patient factors along with procedural considerations contributed to the reported event. No further actions are required.